Manufacturer narrative:
At 13:36pm on (B)(6) 2016, bottles 6 (ethanol) and 11 (clear rite) were not in contact with the corresponding sensors for nine (9) seconds, which is less than the minimum period configured of 20 seconds; and the station for each bottle was reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 6 prior to this action were: ethanol concentration=68.2%, cycles=124, cassettes=3591 and days=83; and the properties of the reagent in bottle 11 prior to this action were: clear-rite concentration=76.4%, cycles=46, cassettes=1450 and days=32. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported was derived from the "factory 12hr xylene standard" protocol started in retort a at 16:56pm on (B)(6) 2016, which completed successfully at 05:00am on (B)(6) 2016; and the "factory 2hr xylene standard" protocol started in retort b at 16:24pm on (B)(6) 2016, which completed successfully at 05:00am on (B)(6) 2016. The reagent in bottles 6 (ethanol) and 11 (clear rite) was used for the first time in the final dehydration and clearing steps respectively of the "factory 12hr xylene standard" protocol started in retort a at 16:56pm on (B)(6) 2016; and the reagent in bottles 6 (ethanol) and 11 (clear rite) was subsequently also used in the final dehydration and final clearing steps respectively of the "factory 2hr xylene standard" protocol started in retort b at 16:24pm on (B)(6) 2016. All other reagents, including the waxes, had been used for at least three (3) previous processing runs without reported incident. Although the user affirmed in the instrument software that the reagent concentration in both bottle 6 (ethanol) and 11 (clear rite) was to be set to default value of 100% at 13:36pm on (B)(6) 2016, the actual reagent concentration in bottles 6 (ethanol) and 11 (clear rite) remained unchanged at 68% and 76% respectively because neither bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled; and the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottles 6 (ethanol) and 11 (clear rite) were used for the final dehydration and clearing steps respectively of both the "factory 12hr xylene standard" protocol started in retort a at 16:56pm on (B)(6) 2016 and the "factory 2hr xylene standard" protocol started in retort b at 16:24pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol and xylene substitutes (such as clear rite) is 98% and 95% respectively. The consequences of using reagents at a concentration less than the minimum required for the final dehydration and clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of both the "factory 12hr xylene standard" protocol started in retort a at 16:56pm on (B)(6) 2016; and the "factory 2hr xylene standard" protocol started in retort b at 16:24pm on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, a user failed to complete manual replacement of the reagent in bottles 6 (ethanol) and 11 (clear rite) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that 60-80 blocks prepared from routine and biopsy tissue samples had been identified as under-processed following processing in either retort a or retort b; and that microtomy of these samples could not be performed. The complainant advised that the protocols in both retort a and b ran to completion without display of error codes; the reagent in bottles 6 (ethanol) and 11 (clear-rite) had been replaced on (B)(6) 2016 and the ethanol concentration measured by hydrometer was in accordance with that calculated by the instrument software. A leica field support specialist (fss) attended the laboratory on (B)(6) 2016 in order to investigate the circumstances involved in this complaint and to provide applications support. Review of the instrument logs showed that on (B)(6) 2016 bottle 6 (ethanol) and bottle 11 (clear-rite) had been removed from the instrument for nine (9) seconds and the properties of the corresponding reagent station had been reset; bottle 6 (ethanol) and bottle11 (clear-rite) had been used in the final dehydration and clearing steps respectively of the processing runs from which sub-optimal tissue processing had been identified following this user action and the reagent in both bottle 6 (ethanol) and bottle11 (clear-rite) had been replaced following the identification of sub-optimal tissue processing on (B)(6) 2016. The complainant advised the fss that a user had confirmed both resetting the station properties for bottles 6 (ethanol) and 11 (clear-rite) on (B)(6) 2016 without replacing the reagent in either bottle; and replacing the reagent in both bottles 6 (ethanol) and 11 (clear-rite) on (B)(6) 2016. On 18 may 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.